Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced an infection. The recipient's device was explanted due to infections. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The device was discarded and will not return for analysis. A review of the device history record noted that a mechanical test was repeated. This is not believed to be related to the complaint. No subsequent anomalies were noted. This is the final report.

Manufacturer narrative:
Due diligence attempts to obtain additional information regarding treatment were unsuccessful. The recipient reportedly experienced a skin flap infection. The recipient is doing well.